Event description:
It was reported by the customer the 840 ventilator experienced an error code while unit was being tested. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the graphical user interface (gui) cpu. Fse performed all calibrations, extended self test, (est), short self test (sst), and performance verification test (pvt). Unit passed required performance testing per service manual.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.